Manufacturer narrative:
(B)(6). The investigation is being corrected. The device and sealant were returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle was engaged to the black handle. The sealant was received separated from the device. The advancer tube and the procedural sheath were not returned with the device. The shuttle cartridge and the catheter were inspected for anomalies. No anomalies were observed. Without the return of the whole device, a physical evaluation to determine whether the device could have caused or contributed to the reported event could not be performed. Based on the information provided and the investigation performed, the root cause of the reported sealant dislodged could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.

Manufacturer narrative:
Only a piece of sealant soaked in blood was returned to (B)(4) for evaluation. The complete device was not returned; therefore, a physical evaluation to determine whether the device could have caused or contributed to the reported event could not be performed. The review of the lhr (f1618801) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the root cause of the reported sealant dislodged could not be conclusively determined. However, it was reported that the patient was obese. It should be noted that the mynx instructions for use states that the safety and effectiveness of mynxgrip have not been established in the patients with morbid obesity (bmi > 40 kg/m2). Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the sealant of a mynxgrip vascular closure device "flew out" during deployment. Both the right and left side were accessed during an interventional procedure. During the interventional procedure, prior to closure, the patient developed a hematoma near the left femoral access site. At the end of the interventional procedure, a mynx device from the same lot was used to successfully close the femoral access site on the left side and the femoral vein on the right side. The hematoma did not worsen following closure. There were no multiple sheath exchanges or multiple sticks during the procedure. During extravascular deployment to the right femoral artery, the device did not work properly and the sealant reportedly "flew" out of the artery. Manual pressure was held for 20 minutes and then a femostop was applied for more than 30 minutes. Following the mynx procedure, the patient recovered. There were no vascular complications or issues and patient was described as fine. The patient's hospitalization was not prolonged as a result of the event. Additional information was requested, but was unknown.